Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell four of five. The home patient (hp) was connected at the time of the alarm. The hp told the technical service representative (tsr) that they connected the patient extension lines after the hc had primed. The tsr explained to the hp that the lines had to be connected before the hc primes. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, connecting the patient line extension to the set up after priming is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.